Event description:
The customer (biomedical engineer) reported that they were experiencing intermittent "leads off" messages when the therapy cable was connected to the device. This appears to be only occurring when the cable was moved around. Without the constant recognition of the therapy cable, the device may not be able to provide defibrillation therapy to a patient. There was no patient use associated with the reported failure.

Manufacturer narrative:
(B)(4). The customer (biomedical engineer) has advised physio-control that they will replace the therapy connector assembly and after proper device operation is observed through functional and performance testing, the device will be returned to service for use. The device will not be returned to physio-control for evaluation.